Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2010, the patient underwent an endovascular procedure with using gore® excluder® aaa endoprostheses for treatment of an abdominal aortic aneurysm. On (B)(6) 2019, follow-up imaging reportedly identified a proximal type I endoleak with no reported aneurysm enlargement. It was reported disease progression caused the aortic neck to dilate and the trunk-ipsilateral leg component to lose apposition of the neck, resulting in the proximal type I endoleak. On (B)(6) 2019, an intervention was performed to treat the endoleak. An aortic extender component was reportedly implanted for improved apposition to the aortic wall. Reportedly, the endoleak was resolved and the patient tolerated the procedure.

Event description:
On (B)(6) 2019, follow-up imaging reportedly identified a proximal type I endoleak with no reported aneurysm enlargement. It was reported disease progression caused the aortic neck to dilate and the trunk-ipsilateral leg component to lose apposition of the neck, resulting in the proximal type I endoleak.

Manufacturer narrative:
Corrected date of event. Corrected event description. Images were sent to gore for evaluation: images provided are post-implant cta dated on (B)(6) 2019, arterial and delay phases. Length from the left renal to the proximal end of the device appears to measure ~ 20mm. Diameter just distal to the left renal appear to measure ~ 24 mm. Diameters ~ 10 mm distal to the left renal appear to measure ~ 30 mm. Diameters ~ 15 mm distal to the left renal appear to measure ~ 34 mm, flow lumen and thrombus. There does not appear to be wall apposition at the proximal end of the implanted device. Pooling of contrast within the aneurysmal sac is not visualized on the arterial and delay phases.